Event description:
Reference attached form 3500 reported by university of massachusetts memorial health systems. "One of the arms fell off of the center post. The technologist was positioning the injector mounted on the arm at that time. The arm hit his shoulder and came to rest at the bottom of the table. The table was extended towards the head end, keeping the pt out of the way."